Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: this device was returned, per (B)(6) labs, there was a pin-size hole on the posterior surface of the tissue expander just below the drain assembly. Device failed leak test. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Te leakage; poss. Rupture.